Event description:
Pt's ot basic meter was reading inacurrately low. They stated that they tested at home and received two readings of 59 and 54 mg/dl. They stated they were feeling very ill so they were driven to the e.r. At the emergency room their reading was 1600 mg/dl. The time difference is unknown. The technique that the pt was using was incorrect. No further info was reported. Medical affairs was unable to contact the pt. A letter is being sent to obtain more info.